Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The root cause of the access site adverse event was user related as patient was extremely confused and combative resulting in some intermittent oozing.

Event description:
A 44 year old female patient treated with an impella cp due to heart failure complicated by cardiogenic shock. On day eight of support activated partial thromboplastin time was very elevated > 100. Systemic anticoagulation. Patient having coffee ground bowel movements plus coffee ground drainage from nasogastric tube and is extremely confused and combative. Some intermittent oozing from impella cp site with movements due to combative behavior. Day nine controller error alarm, which was resolved with automated impella controller switch. Automated impella controller alarm history showed previous "placement signal not reliable" alarm. Day nine placement signal not reliable observed in alarm history and no further information, if there were any attempts done to resolve the alarm. Patient experienced seizure on day 18 of support and left sided weakness with a change in pupils. Head CT shows bleed with a midline shift as a consequence medication had to be turned off and patient had to be rushed to the operating room. Patient successfully weaned after this. At an unknown date, the patient expired. Impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Death and stroke were conservatively coded as most likely due to underlying disease and not device-related. The reported thrombocytopenia and bleed may occur in the setting of impella cp support and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, anticoagulation and device position.

Manufacturer narrative:
B1/b2, b5, h1, and h6 updated. The investigation is still ongoing.

Manufacturer narrative:
Updated information: b5 previously stated that there was elevated ptt with systemic anticoagulation. However, it should have stated that the systemic anticoagulation was held. D1 brand name updated: d4 catalog number, serial number, and UDI number updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
44 year old female patient treated with an impella cp due to heart failure complicated by cardiogenic shock. On day eight of support activated partial thromboplastin time was very elevated > 100. Systemic anticoagulation. Patient having coffee ground bowel movements plus coffee ground drainage from nasogastric tube and is extremely confused and combative. Some intermittent oozing from impella cp site with movements due to combative behavior. Day nine controller error alarm, which was resolved with automated impella controller switch. Automated impella controller alarm history showed previous 'placement signal not reliable¿alarm.day nine placement signal not reliable observed in alarm history and no further information, if there were any attempts done to resove the alarm. Patient experienced seizure on day 18 of support and left sided weakness with a change in pupils. Head CT shows bleed with a midline shift as a consequence medication had to be turned off and patient had to be rushed to the operating room. Patient successfully weaned after this.impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event.case conservatively coded on life threatening injury as information is missing on which treatment was necessary to address the seizure and weakness follwoing the head CT.